Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "infusion issues" (infusion or flow issue). The surgeon reported there were problems with the infusion module of the system. The surgeries were completed with no harm to the pts. The number of surgeries and pts affected was unk. The surgeon further reported he had problems with the recognition of the system cassette and the laser probe. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and the system passed all functional tests. The system was then tested and met all product specifications. The customer will send the cassette and laser probe for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).